Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with three units of revaclear 300 dialyzers, three external blood leaks were observed. The locations of the leaks were unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.